Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified right common femoral artery using two prostyle devices after a percutaneous transluminal angioplasty procedure. Reportedly, when the plunger of the first prostyle device was withdrawn, the suture did not follow, a cuff miss occurred. The device was replaced with a new prostyle device; however, the same issue occurred again. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.